Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had all three icons (charge pak, attention and service wrench) present on the display and the device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was a pcb land from the digital pcb assembly, which was shorted to ground. The shorted land was connecting leg 3 of integrated circuit chip u27 to leg 5 of integrated circuit chip u5. This short caused excess current, which depleted the internal hlc batteries. The customer received a replacement device.

Manufacturer narrative:
The follow-up medwatch report indicates: physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was a pcb land from the digital pcb assembly, which was shorted to ground. The shorted land was connecting leg 3 of integrated circuit chip u27 to leg 5 of integrated circuit chip u5. This short caused excess current, which depleted the internal hlc batteries. The customer received a replacement device. The follow-up medwatch report should indicate: physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was a pcb land from the digital pcb assembly, which was shorted to ground. The shorted land was connecting leg 3 of integrated circuit chip u27 to leg 5 of integrated circuit chip u5. The customer received a replacement device.